Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal procedure, during stapling, the device did not fire. The account did not complete full, complete squeezes of the handle. The stapler do not do stapling. They used suture instead of stapling to resolve the case. The patient has no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Since the clinical sulu was not received a representative sulu was used for functional evaluation. The representative sulu was loaded into the instrument. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. The instrument and sulu were cycled with acceptable results. However, the reported condition can occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.